Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: 0207997104, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot#: 0207652925, implanted: (B)(6) 2014, product type: lead. Product ID: 37082-40, serial#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, back pain, and leg pain. It was reported that patient visited the clinic on (B)(6) 2018 and stated they recently had an MRI which had turned the device off. This resulted in suspended therapy. The patient did not turn the device back on, their pain had improved. The patient wanted the device removed as they no longer required it. It was also stated that the cause of the event was therapy not effective anymore. The ins was explanted, and not replaced. No further complications were reported or anticipated.